Manufacturer narrative:
Additional information: b5 - it was later reported that the patient had refractive surprise. The cause of the event was reported as a patient related factor and the device did fail to perform as intended. It was also noted that "the low vault was associated to a high crystalline lens rise and probably to a posterior chamber horizontal distance larger than the one estimated by wtw. The residual refractive error was related to surgically induced corneal changes and icl small icl rotation". Claim#: (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -11.00/+5.0/168 (sphere/cylinder/axis) in the patients left eye (os) on (B)(6) 2023. The lens was removed on (B)(6) 2023 due to low vaulting. The lens was replaced with a longer lens and the problem was resolved.

Manufacturer narrative:
Claim # (B)(4).